Event description:
It was reported that during a stenting treatment procedure a balloon deflation issue occurred. Vascular access was obtained via the groin bilaterally. The de novo target lesion was located in the abdominal aorta. A 33/7/2/100 equalizer balloon catheter was advanced for dilation of a non bsc implanted stent. The balloon was inflated 8 times with a syringe for 5 to 10 seconds on each inflation. After the 8th inflation the balloon failed to deflate. The physician then inflated the balloon to the point of rupture and removed the 33/7/2/100 equalizer balloon catheter intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).